Event description:
It was reported that the priming bolus was incorrectly programmed to deliver over 20 hours instead of 20 minutes. The pump was updated 2 hours prior to the report. The priming bolus dose was calculated to be 630mcg if programmed as a single bolus. The pump was used to deliver gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 863740, serial# (B)(4), implanted: (B)(6) 2014, product type: pump; product ID 8709, lot# j11308r41, implanted: (B)(6) 2002, product type: catheter; product ID 8575, lot# j0203537r, implanted: (B)(6) 2002, product type: accessory. (B)(4).